Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump display had gone blank. The blood glucose reading was 250 mg/dl. Customer had treated with a bolus. He stated that the insulin pump showed no signs of damage and had not been dropped, bumped, or exposed to moisture. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. He was advised to clean the battery cap and insert a fresh battery and reported that the display returned. Nothing further was reported.